Event description:
Ous MDR - it was reported that about 27 months after the implantation the shock impedance on the right ventricular lead was out of range (over 150 ohms). The provocation tests did not show any artifacts. During a fluoroscopy some unusual observations on the right ventricular lead were noted. The patient was taking cortisone in that period of time. No adverse patient side effects were reported.

Manufacturer narrative:
The ICD and the lead were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the received clinical programmer data.the received clinical programmer data was inspected. The analysis revealed an increased shock impedance of about 110¿ohm since may 2014 and an intermittent increase of the shock impedance to 150¿ohm within a time period between may 2014 and november 2014, which confirms the clinical observation. There was no further indication of a device malfunction. Based on the available data, no conclusion could be drawn regarding the root cause for the clinical observation. The manufacturing process for both devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms.